Manufacturer narrative:
A cardiac perforation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure, a cardiac perforation occurred. After positioning the intracardiac echocardiography catheter in preparation for the transseptal puncture, a pericardial effusion was seen in the right side of the heart and confirmed by echocardiogram. There were no patient symptoms and no intervention was necessary. The patient was stable; however, the case was abandoned and the patient was put under observation. There were no performance issues with any abbott devices during the procedure.